Event description:
It was reported the deflectable videoscope had no image. This issue occurred during preparation for use in an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed that the image issue, and it was assumed that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. However, the root cause could not be specified. The event can be prevented and detected by following the operation manual, ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system", which describes the methods for handling on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. (B)(6).